Event description:
The user filled a 60 ml disposable product with blood and began centrifugation cycle. At the end of the cycle it was observed that blood had leaked out and covered the inside of the centrifuge. The disposable was discarded and therefore could not be analyzed. It likely that this failure was due to a high gate condition that has been identified on a small percentage of disposables within a particular receiving lot. Although the failure causes leakage. The leakage is a waste product of the prp procedure and the leakage does not pose a safety risk during a procedure in that prp is used as an adjunct to any surgery and is used at the physicians discretion. By screening earlier and subsequent lots of assembled disposables it was determined that the high gate condition was isolated to a single lot, therefore products remaining in finished good were screened for the high gate condition and the suspect devices removed and retested. Test results indicate a .3% failure rate in the laboratory using worse case conditions. Harvest's supplier has been notified and a full corrective action plan has been implemented. The blood which was spilled was contained within the sealed chamber and would not result in an injury to the patient or user.